Manufacturer narrative:
Internal insulation abrasion was noted at 10.3-10.8cm from the distal tip electrode. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. An increase in capture threshold was also noted. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.